Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported the cgm continued to display readings in the 40 mg/dl range for two nights and two days. In response, the patient consumed large amounts of juice, which temporarily increased cgm readings to approximately 80¿85 mg/dl before dropping again to around 45 mg/dl. During this time, the patient reported feeling unwell and dizzy. The patient was unable to verify these readings with a fingerstick blood glucose (fsbg) test because the glucometer was not functioning. On (B)(6) 2026 at approximately 8:00 pm, the patient presented to the emergency department (ed) at the insistence of a family member. At that time, the cgm reading was approximately 45 mg/dl, while an fsbg measurement performed in the ed showed a significantly elevated glucose level of 753 mg/dl and ed staff opted to remove the sensor. The patient received insulin injections and intravenous (IV) fluids specific details not provided. The patient was discharged after 10 hours on (B)(6) 2026, after glucose levels decreased to below 200 mg/dl (no specific value provided). Following discharge, the patient monitored her glucose using the glucometer while awaiting a replacement sensor. During this period, one reported fsbg reading was 340 mg/dl without a cgm sensor in place. The patient reported feeling well at the time of report and was not undergoing any additional medical treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.